Event description:
Two catheters malfunctioned, balloon started to deflate 1st after 4:54 time elapsed & decreased gynecare. Warning - motor failure, over temp. Balloon deflated, removed machine off, inspection of balloon showed no air leak or breakage to cause deflation. Second attempt, second balloon, same catalog & lot #'s with correct operating procedures - gynecare error 5261 - "replace catheter." Deflated, removed.